Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigations again; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.